Event description:
The event is reported as: the customer alleges that there was an appearance of a hair-line crack on the connector. No report of a patient injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.